Event description:
Information was received indicating that a smiths medical medfusion pump exhibited audible alarm post and was indicated that the pump was not running due to syringe clamp sensor issue. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the l bracket pole clamp. A review of the event history log identified syringe plunger not in place and primary audible alarm background (bgnd) test. During functional testing the syringe plunger not in place was duplicated during syringe test. Unable to duplicate the primary audible alarm background (bgnd). The root cause of the issues was unable to be determined. A corrective and preventative action has been opened to address the primary audible alarm and replaced speaker for preventive. Replaced the plunger board to correct the syringe plunger not in place error.

Manufacturer narrative:
Information was received indicated that issue was found during maintenance and no patient was involved.